Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached early battery depletion. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had insulation damage. When the lv lead was reconnected to the device, the lead exhibited low impedances and visual signs of insulation break. The physician elected to repair the lead with silicon and keep the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg ICD implanted: (B)(6) 2011; 5076-58 lead implanted (B)(6) 2007. (B)(4).